Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units power cord is damaged. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units ECG cable is broken. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site postal code:(B)(6) ). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit detects broken ECG cable. A getinge field service engineer (fse) stated no patient involvement. No injury or harm. Issue it's the ECG cable that's broken, not the power cable, cable replacement offer sent. The commercial department supplies the cable and the equipment is operational.